Event description:
It was reported that on (B)(6) 2022 when the lead was capped the device was also explanted due to backup. The patient was stable. Related manufacturer reference number: 2017865-2020-08813.